Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: the audio bolus button was missing from the pump. Keypad issues are reported in a separate report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, it was reported that the up arrow and down arrow keypad buttons were intermittently unresponsive. It was noted that the audio bolus button was missing, but the reporter was unsure whether the missing audio bolus button happened prior to or after the keypad response issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue remained unresolved since the reporter was unable to troubleshoot.